Event description:
Resmed was made aware of a CPAP patient being treated with a respironics device and resmed mask admitted to ER in anaphylactic shock.

Manufacturer narrative:
A female pt with a known allergy to latex was placed on CPAP therapy 7 days prior to being admitted to the ER in anaphylactic shock. The mask system is not available for investigation. The mask system is currently in quarantine with the reporting facility (B)(4). Note: the resmed mirage quattro full face mask does not contain latex.